Manufacturer narrative:
It was reported the device is not being returned for analysis. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct225 22.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to complaints of hyperopic surprise and decreased visual acuity. Through follow up, customer account provided additional information confirming the zct225 lens was replaced with a zct150 24.0 diopter iol. The zct225 lens is not being returned. There was no incision enlargement, no suture(s), no vitrectomy, and there was no treatment or prescription given by the doctor outside of the normal post-operative treatment. It was reported the patient was doing fine when discharged. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.